Event description:
During f/u, noise was observed along with pacing lead impedance of 100 ohms. The noise seen on the stored egms appeared to be due to damage to the high voltage circuit of the ICD. The physician has decided to schedule the device for explant.